Event description:
It was reported that the physician's tablet had been freezing up when trying to interrogate multiple patients. It was unknown if the patient's generator were able to be interrogated eventually. The company representative went to troubleshoot the physician's programming system; however, was unable to duplicate the report. Attempts to obtain additional relevant information have been unsuccessful to date.